Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s lead exhibited noise on the discrimination of rv coil to can and leadless ECG channels that was noted upon review of an egm from a follow-up remote session. Lead impedance trends were normal. Isometrics testing to see if noise was reproducible was discussed. No further information available.

Event description:
New information received notes programming changes were made and patient¿s medication was changed. Noise was not reproduced in clinic. Patient was stable.